Manufacturer narrative:
On 6/6/2019, mentor became aware that the patient was rescheduled for implant explantation on (B)(6) 2019. On 6/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 6/21/2019, mentor also became aware that the patient had undergone removal and replacement with the following device: 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7660028 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior view running to the posterior view. A tear within the crease was noted in the anterior aspect measuring approximately 0.2 cm. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7353723 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient will undergo implant explantation on (B)(6) 2019.